Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 1 of 3). In the article "low rates of hardware removal and tendon rupture for the acu-loc 2 volar distal radius plate: a minimum one-year follow-up study" by bharadwaj et al., the authors assessed the hardware removal and tendon rupture rate of the acumed acu-loc 2 volar distal radius (vdr) plate often used in the treatment of far distal radial fractures. The authors searched their electronic healthcare records system for all patients who had undergone fixation with an acu-loc 2 vdr plate (acumed, hillsboro, or USA) at a tertiary center between january 2017 and december 2021. Patients were excluded if their follow-up time was less than one year or if they could not be contacted by telephone follow-up. Pre-operative radiographs were examined for fracture classification. Follow-up time was defined as the last contact in the clinic or by telephone. A total of 85 patients met the inclusion criteria for this study. Their cohort included 33 males and 52 females. The mean age was 50 years. Twenty-seven fractures were extra-articular, and 60 fractures were intra-articular. The mean follow-up time for the patients was 593.3 days (range 369 to 1185 days). The following complications were reported: three (3) patients underwent product removal/explant due to tendon irritation. There were no tendon ruptures recorded. There are 3 related report numbers for this event 3025141-2024-00567 - 3025141-2024-00569.